Event description:
It was reported that the customer passed away after being involved in a motorcycle accident. It was stated that the customer was wearing the insulin pump at the time of the accident. The caller stated that the insulin pump is currently in the hands of the police department. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was returned with no battery installed. The insulin pump was unable to prime during prime test. Unable to confirm root cause due to insulin pump preservation. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed displacement test. The insulin pump was returned with partially cracked end cap and scratches on display window and bleeding on the edge of lcd.